Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08670 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the act button. Unable to determine root cause of the intermittent button response due to pump preservation. Unit had minor scratched display window, cracked display window, debris under the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, a partially broken reservoir tube lip, a missing end cap sticker and chipped paint on the keypad overlay graphics layer. Data analysis: (B)(6) 2017 daily insulin total = 36.500u, (B)(6) 2017 daily insulin total = 39.500u, (B)(6) 2017 daily insulin total = 61.200u, (B)(6) 2017 daily insulin total = 61.200u, (B)(6) 2017 daily insulin total = 66.850u, (B)(6) 2017 daily insulin total = 39.850u, (B)(6) 2017 daily insulin total = 0.000u.

Event description:
It was reported that the customer passed away at home. The cause of death was kidney failure. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump passed some functional tests but had intermittent button response on the act button.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.